Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2018, an echocardiogram was performed and it was discovered that the implanted clip had come off the posterior leaflet (slda). On (B)(6) 2018, mr was 3+; therefore, it was decided to implant an additional clip to stabilize the slda clip. Another cds was advanced and the clip was successfully implanted next to the previously implanted clip, reducing mr to grade 1+. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation (mr) was likely a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.